Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. The cse cycled the power several times, and reseated the graphic user interface (gui) to breath delivery (bd) cable as a precaution. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(6).

Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) display was flickering. There was no pt involvement.